Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was sleep apnea, pneumonia, diabetes, and asthma. The caller stated that the customer had diabetic ketoacidosis which was not mentioned in the death certificate. The caller stated that since (B)(6), the customer had been in the hospital five times. The caller stated that the customer was previously hospitalized for blood infection, but that was not the cause of death. The customer had acute respiratory failure and possibly had a mini stroke. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.